Manufacturer narrative:
Additional information (30-nov-2017): siemens technical support laboratory (tsl) completed their investigation. They ran the customer patient sample on the immulite 2000 rapid tsh assay and the centaur tsh assay. The sample recovered low on the immulite 2000 platform and higher on the centaur tsh assay. Siemens headquarters support center (hsc) has informed the customer that a potential cause of the difference in results between the two platforms is the tsh variant issue described in the important product safety information # (B)(4) titled "undetectable thyroid stimulating hormone (tsh) results due to tsh variant" sent out in may 2013. The customer has informed siemens that they do not require further assistance. The potential cause of the incident was due to samples-specific issue. The device is performing within manufacturing specifications. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2247117-2017-00103 was filed on (B)(6) 2017. Additional information (11/06/2017):the customer has informed siemens that they have observed this issue with just this patient sample. The customer continues to process samples for tsh with the rth assay on the immulite 2000 platform. The instrument is performing according to manufacturing specifications. No further evaluation of this device is required.

Manufacturer narrative:
A siemens headquarters support center specialist (hsc) contacted the customer and requested additional information on the patient sample tested. The customer indicated that quality control (qc) samples recovered within specification when patient sample was run. The cause of the discordant low result for rapid tsh on the one patient sample is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, falsely low rapid tsh (rth) result on one patient sample on an immulite 2000 instrument on (B)(6) 2017. The initial result was reported to the physician(s) who questioned the result. The customer repeated the sample on the same immulite 2000 instrument, and the result was the same (data was not provided). The repeat result was not reported to the physician(s). The sample was tested on an alternate method on (B)(6) 2017 resulting higher. The sample was again tested on an alternate method on (B)(6) 2017 also resulting higher. There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely low rapid tsh (rth) result.